Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparotomy retroperitoneal tumor extirpation on (B)(6) 2015 and suture was used. During the procedure, the vein was cut during a tumor extraction and thrusting ligation was practiced with the suture on the bleeding point. However, as it started to bleed more prior to the ligation, the bleeding tumor part was grabbed using clamp although it could not be visually confirmed. The needle was broken when the needle tip was grasped and pulled out by using the clamp. The remaining needle buried in the tumor was visible. It was also reported that the needle tip and the remaining part in the patient's body were confirmed visually and also by x-ray. The incision was closed and the procedure was completed. The surgeon opined that the possibility that the needle is still remaining is very low because the specimen has been totally removed.

Manufacturer narrative:
Additional narrative: it was reported that the needle tip was removed and no additional dissection was indicated to remove the needle piece. Conclusion: the actual sample was returned for evaluation. Visual examination was revealed that the fracture surface contained an oxide covering the surface. Solidification type features, indicating melting, were also observed. These observations are consistent with a material that was exposed to a heat temperature condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.